Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm, on (B)(6) 2025, it was reported that the patient inserted a new sensor in her arm and at an unspecified later time, she developed inflammation/swelling and redness under the patch which spread beyond the sensor patch to the shoulder and down to her elbow. It was unspecified whether the symptoms first appeared at the needle puncture site or beneath the sensor patch adhesive. On an unspecified date, the patient had consulted a physician who assessed the site and prescribed an unspecified oral antibiotic medication. At the time of the report, the patient was doing well after treatment data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.